Event description:
During a bronchoscopy procedure for treatment the forceps did not open properly and there was a wire protruding out at the jaw. It was reported that the procedure outcome was successful and the pt's condition after the procedure was reported as fine.